Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient is scheduled for breast prosthesis explantation on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. Shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm within the shell abrasion area. No other anomalies were found.    The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of yellow material observed in the device. The device history record ( DHR) of lot number 5676688 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.    Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Mentor received the following information on 4/20/2018: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline prostheses on (B)(6) 2018. Date of event: (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 4/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).